Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
During servicing a philips field service engineer (fse) noted a damaged j22 connector of the processor pca. There was no patient involvement.